Event description:
It was reported that a clear link duo-vent set experienced no flow. The expected flow rate of the antibiotic was 50ml/hr and was hung on a secondary line, however only the primary line was dripping. The position of the primary line was lower than the secondary line. When the primary tubing was changed out, the flow was normal. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was visually inspected and no abnormalities or defects were identified. The set was then functionally tested by spiking the set into a 1000 ml solution bag of distilled water and repriming the set. An in-house secondary set was spiked and primed with distilled water. The secondary set was then connected to all three y-sites of the primary set. The flow of the device was checked. The primary set¿s flow stopped and the secondary set flowed as expected when attached to each of the three y-sites. The device was found to perform as designed. No malfunctions or nonconformances were identified during product evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.